Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, the following warnings were displayed upon interrogation of the ICD on (B)(6) 2017: 27 the device was reinitialized 1 time since the beginning of life. 59 reset occurred on (B)(6) 2016. 44 technical issue. Defibrillation system potentially ineffective. Follow-up testing and a charge time test were performed and normal operation of the ICD was observed. On (B)(6) 2017, shocks were successfully delivered.

Event description:
Reportedly, the following warnings were displayed upon interrogation of the ICD on (B)(6) 2017: "[27] the device was reinitialized 1 time since the beginning of life." "[59] reset occurred on (B)(6) 2016." "[44] technical issue. Defibrillation system potentially ineffective." Follow-up testing and a charge time test were performed and normal operation of the ICD was observed. On (B)(6) 2017, shocks were successfully delivered.